Manufacturer narrative:
Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers. The 7th stent wrap was deformed with struts raised. Inner lumen patency was verified using a 0.015-inch mandrel. The distal tip was slightly flared. (B)(4) .

Event description:
The physician intended to use a resolute onyx stent to treat a moderately tortuous, moderately calcified lesion situated across the left main artery and proximal left circumflex regions. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. It is reported that the stent edge became damaged during delivery. The stent was then withdrawn and another stent was used to complete the procedure. There is no patient injury.

Manufacturer narrative:
Additional information: the lesion exhibited 90% stenosis. The lesion was pre-dilated. Slight resistance was noted due to calcification when advancing the device and usual force was used. Same size resolute onyx was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.